Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial (B)(6), UDI#: (B)(4) h3: product anlaysis: pli 10: product ID: nim4cm01 s/n: (B)(6) could not verify that the device was not working properly. Unit presented with updated software:(v1.4.3). Pli 20: product ID: nim4cpb1, s/n: (B)(6) could not verify that the device was not working properly. Unit presented with updated software:(v1.4.3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the pi box kept losing connection to the console. The message was acknowledged and continued with the surgery. After the message occurred a couple of times, the pi box was wired to the system. Once wired, a message was received stating "emg monitoring disabled. Patient interface box fault." Rebooted the system to clear the error message and it would work for a little bit and then the message would pop up again. Tested the system after the case, unable to recreate the issue. When hard wired the pi box, noise was received on the console when the cable was straightened out. Only noise from cable manipulators (abnormal) or patient simulator electrode tapping (normal), tested multiple spots in the room to try to recreate the issue and there was no error message while testing with hard wire. Extensive troubleshooting was done, but the intraoperative issues did not resolve. It was recommend to switch + and -- electrodes to reset any electrical charges that may be being held by the electrodes. This was not done and does not seem to be a good long-term solution. The problem could be cable, electrode, pi box or mainframe related. This issue happened when the unit is being used during long cases or in back-to-back cases. It is usually noticed in the second or third hour of use. There was no patient impact.